Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient had inappropriate settings on the implantable neurostimulator (ins) and their symptoms had returned. At an appointment with their health care provider (hcp), the device settings were reviewed, but the symptoms were not improved. The patient's mother wanted to get a second opinion since the ins only worked for the first 5-6 months. The patient's indication for use is dystonia. X-rays and an MRI were done and the device was positioned correctly with no issues. When the ins was turned on, the patient whined and became irritated. The hcp stated the patient should not be feeling anything. The manufacturing representative planned to reach out to the patient and their hcp for additional troubleshooting. No intervention was taken or planned and the issue was not resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.